Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while attempting to rewind. The insulin pump also alarmed motion sensor test failure and motor position encoder error. The customer's blood glucose level was 327 mg/dl. The customer had a thyroid exam. The insulin pump did not allow the customer to progress in the rewind process without receiving an alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.